Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tube there was an issue with tubes cap difficult to recap. There was no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for issues with re-stoppering of the incident lot was observed. Stopper pullout testing of the customer samples was performed and one of the samples exhibited stopper creepout after being re-stoppered. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for issues with re-stoppering with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer sst ii advance plus blood collection tube there was an issue with tubes cap difficult to recap. There was no report of injury or medical intervention.